Event description:
Pt with history of left nephrolithiasis, who underwent left percutaneous nephrolithotripsy in 2007. Her initial surgery was remarkable for a somewhat difficult point of access via an upper pole calix. There was some trauma to the medical aspect of the renal pelvis with placement of the access sheath. She went home with a re-entry nephroureteral catheter. A study was notable for the basket portion of the malecot catheter appearing to have migrated or been placed in the proximal ureter/distal renal pelvis. The ureter was free of stone. No ureteral abnormalities were appreciated. The surgeon attempted to remove the malecot catheter, the catheter fragmented, leaving the stent tail and most of the basket in the renal pelvis/proximal left ureter. Despite multiple attempts, the catheter could not be removed. Pt returned to surgery in 2008 for endoscopic removal of stent fragment by via percutaneous and retrograde approaches.